Manufacturer narrative:
Age and date of birth - requested, not yet provided. Weight - requested, not yet provided. Ethnicity - requested, not yet provided. Race - requested, not yet provided. Date of event: requested, not yet provided. Catalog number - requested, not yet provided. Lot number - requested, not yet provided. Expiration date - requested, not yet provided. UDI - requested, not yet provided. Implanted date: requested, not yet provided. Explanted date: requested, not yet provided. Device manufacture date - requested, not yet provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
It was reported that the patient developed a right external iliac artery occlusion and thrombosis, and suffered blood loss (volume unknown), which necessitated emergency surgery on an unknown date. The patient initially underwent a cerebral angiogram, internal carotid artery catheter placement, coil embolization, and stent placement on (B)(6) 2016. An unknown 6f angio-seal device was deployed in the patient's right iliac artery following the procedure. It was reported that the patient suffered pain and disability subsequent to the emergency surgery to treat the iliac occlusion and thrombosis, and bleeding.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.